Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that device interrogation confirmed intermittent right ventricle (rv) capture at 10volts/1.0ms bipolar and unipolar. Rv lead dislodgement was verified via fluoroscope and interrogation. The lead was revised and remains in use. No patient complications have been reported as a result of this event.